Event description:
It was reported that an 8f angio-seal device was deployed with immediate hemostasis. An ultrasound was performed the following day, which revealed no anomalies; no hematoma or oozing was noted. The pt was discharged from the hosp. Two days following the angio-seal deployment, the pt was doing sit-ups and suddenly felt pain. Pt returned to the hosp where a 1 cm diamter spurium (pseudoaneurysm) was noted. Ultrasound guided compression was succesfully used to compress the spurium (pseudoaneurysm), however the pseudoaneurysm returned soon after and was noted to be approx the same size. Ultrasound guided compression was again performed the following day with the same results. The pt was taken to surgery for removal of the angio-seal device. It was reported that the anchor had broken in the middle. The artery was sutured and there were no further consequences to the pt.